Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The atrial lead exhibited low impedance and noise resulting in automatic mode switch. No patient symptoms were reported. The patient would be monitored closely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The new information states that the atrial lead continued to exhibit oversensing issue and was capped successfully and replaced on (B)(6) 2018. The patient was stable prior during and after the procedure.